Event description:
Medtronic received information that this mechanical valve exhibited a paravalvular leak during a left ventriculoplasty and CABG procedure. Mitral regurgitation had not been observed on the preoperative echo. The decision was made to explant and replace this valve, which was performed without reported complication. The device had been in service for approximately 20 years. Upon explant, no abnormality was observed on the explanted valve. The valve will be returned for analysis.

Manufacturer narrative:
Analysis: the product has been returned but analysis has not been completed at this time. Upon completion of the investigation, a follow up report will be submitted. Conclusion: no definitive conclusion can be drawn at this time as analysis of the returned product has not been completed. Device replaced without reported patient complication.